Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced inaccurate cgm values which occurred 5 days after the wearable had been inserted in the arm. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the arm. On (B)(6) 2025, the day of the event, the patient felt dizzy, weak, and unwell. The patient took a fingerstick and the cgm reading was 400 mg/dl, and the blood glucose reading was 180 mg/dl. The patient decided to drive herself to the hospital. Before going to the hospital, most likely also before the fingerstick was taken and before the symptoms occurred, the patient self-treated with insulin. The patient arrived at the hospital around 10 am and when a fingerstick was taken the cgm reading was 300 mg/dl, and the blood glucose reading was 80 mg/dl. The patient was given intravenous fluids to raise the blood glucose level due to the earlier insulin treatment. The patient stayed at the hospital for 3 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid when the patient experienced symptoms. The reported glucose values fall within the d zone of the parkes error grid when checked at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.